Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-19777. It was reported the pt's leads migrated after the pt was involved in an automobile accident. The pt did not want the leads revised as she did not have pain relief prior to the accident. The pt's system was explanted. Product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.